Event description:
It was reported that the patient's pacemaker exhibited a high capture threshold, resulting in high current drain. The pacemaker was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of high capture threshold was confirmed by analysis. Final analysis found that the device operated at high in pacing output settings during implant period. Normal depletion was noted. No anomalies were detected.